Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lumpiness, movement in implant area.", "hair started falling out" and "autoimmune issues" and rupture.

Event description:
Patient reported "lumpiness, movement in implant area." Additionally, patient reported "hair started falling out" and "autoimmune issues" which are not device related. Healthcare professional reported a rupture. This record is for the left side. Device has been explanted.